Event description:
The customer reported no alarm sound on the monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported no overview alarm sound on the monitor when the visual alarm banner is present. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.